Event description:
A few days post-op the pt experienced sharp pain in shoulder. An x-ray of the shoulder showed a portion of an implant protruding from the implant site in humeral head into the intracapsular space. Two implants were utilized to acheive the rotator cuff repair and although only one appeared to be problematic, the surgeon decided to remove both implants. On removal, the surgeon repaired the torn rotator cuff with two screw type anchors using arthroscopic technique.